Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch verio iq meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 730am. The patient reported obtaining results of ¿240 and 153 mg/dl¿ with the subject meter. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. About 2 -3 hours after the start of the alleged issue, the patient claimed she felt a symptom of thirsty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca walked the patient through quality control testing which tested outside of specifications. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's claim that the blood glucose result was higher than expected correlates with the patient's symptom. The patient denied receiving treatment as a result of the alleged issue. However, the complaint is being reported due to the failing control solution test result.

Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.